Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was detached and the imaging core was kinked.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was advanced for ultrasound examination of the target lesion. After examination, the physician noted that the catheter had separated. The physician advanced a balloon to trap the detached segment of the catheter and was able to remove the detached segment from the patient. No patient complications were reported due to this event.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was advanced for ultrasound examination of the target lesion. After examination, the physician noted that the catheter had separated. The physician advanced a balloon to trap the detached segment of the catheter and was able to remove the detached segment from the patient. No patient complications were reported due to this event.